Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a procedure on (B)(6) 2026, "the trunode gamma probe started malfunctioning. It would give me readings of 9999 randomly even when the probe was directed away from the primary injection site towards the wall. Also, the sentinel lymph node basin would give very low readings in the teens and twenties with no area of ¿hot¿ activity, which made identification of the sentinel lymph node impossible. I tried replacing the probe a couple of times, as well as replacing the associated trunode screen/monitor, without resolution of the issue." Customer outreach was performed, but no further details are available at this time due to no response. Report stated the procedure was aborted.